Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records. After the evaluation wasnoticed that the item received is different from the item reported.therefore, the lot number was not considered.

Event description:
(B)(4)- the dentist reported that, almost 3 months after the dental implant was installed in intraoral region #3, its non-osseointegration was observed. 32 ncm of primary stability was achieved and the patient presented bone type iii.